Event description:
It was reported that during a video laparoscopic cholecystectomy, the top of the trocar would not stay sealed. It would pop off releasing co2. Another device was used to complete the procedure with no patience consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.